Manufacturer narrative:
A case of rep stepped out of the room, during that time they had moved the patient from the surgical bed to the transport cart. Apparently, they had dislocated the patient's shoulder during the transfer was reported to abbott. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
It was reported that following ipg implantation, on (B)(6) 2023, the patient was transferred from the surgical bed to the transport cart. During the transfer the patient's shoulder was dislocated resulting in the patient being referred to an orthopedic surgeon.